Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The distributor reported the presence of a foreign material found inside the sterile tray of the subject lead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The distributor reported the presence of a foreign material found inside the sterile tray of the subject lead.